Event description:
Intuvie received a report indicating that right way medical received a complaint stating, ¿the filter tubing I used today had a crack in it, which eventually caused some medication to spray out.¿ the packaging was reported to be intact when the nurse opened the tubing set. The filter began leaking approximately two hours into the infusion. Gammagard s-d was being infused at the time of the event. The device was not returned for evaluation. Therefore, the probable cause could not be determined. No patient or user harm was reported.

Manufacturer narrative:
Intuvie received a report indicating that right way medical received a complaint stating, ¿the filter tubing I used today had a crack in it, which eventually caused some medication to spray out.¿ the packaging was reported to be intact when the nurse opened the tubing set. The filter began leaking approximately two hours into the infusion. Gammagard s-d was being infused at the time of the event. A review of the device lot history did not identify any similar complaints. The device was not returned for evaluation. Therefore, the probable cause could not be determined. Reference to complaint#: (B)(4).